Event description:
It was reported to medtronic neurosurgery that the valve was removed due to non-function.

Manufacturer narrative:
The valve was patent and passed leak testing. It did not meet requirements for siphon or reflux testing. The device passed the preimplantation test, but it did not meet all specs for pressure flow testing. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, resulting in fluid reflux and siphoning. A review of the mfg records was not possible as no lot number was provided. It is unk what caused the reported event. All of our valves are 100% tested at the time of manufacture.